Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not forming the clips correctly and it was firing malformed clips. It is not known how the case was completed no patient consequence was reported. The device was discarded in the or and materials.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6).